Manufacturer narrative:
(B)(4).

Event description:
It was reported that after applying and activating the renasys system, it was found that the pressure did not reach the dressing. The customer replaced the reservoir and everything was working normally. Everything indicates that the reservoir had an obstruction. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or damaged component, IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.